Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy procedure. During the procedure after completing registration, the skin surface was navigated and the craniotomy range was determined. Navigation was then performed on the bone surface without issue. Following the craniotomy, the power on the navigation system main cart was found to be off. The site attempted to regain power by pressing the power button, but it "flashed blue and disappeared immediately." Changing power outlets did not resolve the issue. The system reportedly turned on after several attempts, however, the "battery low" was displayed on the system monitor. The site indicated power was not supplied to the camera cart and the camera cart went down. The power to the camera cart could not be restored by disconnecting and reconnecting the cable several times. The procedure was completed by switching to electromagnetic tracking instead of optical tracking. Registration was then completed on the bone surface. After that, the power turned off suddenly several times and the power button was pressed several times to recover. The "battery low" error was still displayed on the screen. Eventually the power button did not "flash in blue and the navigation started up." The procedure was completed without further issue." The was no reported procedure delay.